Event description:
(B)(4). Heavy periods, clotting, cramping, bloating, weight gain, skin welts and blisters, scabbing, itching, scarring.

Event description:
(B)(4). Had lapo hysterectomy removing my uterus, tubes, and cervix. Dr nicked my bladder, so now I am wearing a catheter for 14 days. Would never be in this position if I had just had a tubal ligation. I'd have gotten that had I known what essure would do to me. Day 3, it looks like bloating is going away and my skin is clearing up. I'll give another update in a few weeks.